Manufacturer narrative:
Concomitant medical products: product ID dtbb1d1 ICD, implanted: (B)(6) 2015; product ID 5076-52 lead, (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported there was unstable and rising thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.